Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro 2 extension cable could not be removed from the hemopro 2 tool. A maquet sales representative assisted to disconnect the cable from the hemopro 2. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).